Event description:
On 1/mar/2024, it was reported that this patient on peritoneal dialysis (pd) needed manual pd solution for an infection. Through additional follow-up, the patient¿s pd nurse indicated the patient had peritonitis. It was reported that the patient was experiencing symptoms of fibrin in the pd effluent. On 29/feb/2024, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which had an elevated white blood cell (wbc) count and no organism growth. The patient was initiated on antibiotic therapy with intra-peritoneal (ip)vancomycin and fortaz (per clinic protocol). Per the nurse, the patient is recovering and continues pd with the same cycler. The pd nurse was not able to identify the exact cause of the peritonitis. However, it was confirmed that there were no issues with fresenius products in relation to this event. Per the nurse, the patient is recovering and continues pd with the same cycler.

Manufacturer narrative:
Correction provided in a2.

Event description:
On 1/mar/2024, it was reported that this patient on peritoneal dialysis (pd) needed manual pd solution for an infection. Through additional follow-up, the patient¿s pd nurse indicated the patient had peritonitis. It was reported that the patient was experiencing symptoms of fibrin in the pd effluent. On (B)(6) 2024, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which had an elevated white blood cell (wbc) count and no organism growth. The patient was initiated on antibiotic therapy with intra-peritoneal (ip)vancomycin and fortaz (per clinic protocol). Per the nurse, the patient is recovering and continues pd with the same cycler. The pd nurse was not able to identify the exact cause of the peritonitis. However, it was confirmed that there were no issues with fresenius products in relation to this event. Per the nurse, the patient is recovering and continues pd with the same cycler.